Manufacturer narrative:
Calibration and quality control results were acceptable. Therefore, a general reagent problem could be ruled out. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results from the cobas 6000 c501 module. One example was provided of an initial result of 1.18 mmol/l and a repeat result of 5.57 mmol/l. The questionable results were not reported outside of the laboratory. The reagent lot number was 65281701 with an expiration date of 31-oct-2023.

Manufacturer narrative:
The field service engineer performed decontamination and he changed and adjusted the sample probe and ise probe. The investigation did not identify a product problem. The cause of the event could not be determined. The issue was consistent with a preanalytic issue as it was resolved after the service actions.